Event description:
Patient reported curlin pump is giving system time out error. Patient tried taking batteries out and in again, same issue. Patient is self infuse and does not know how to infuse via gravity. This is the second time within 9 months that the curlin pump malfunctioned during infusion. Unknown if patient experienced an adverse event as a result. Patient did miss dose. No further information, details or dates provided. Pharmacy is replacing device. Unknown if device is available for return. Serial number: (B)(6). Multifocal motor neuropathy.